Event description:
It was reported by service report that the retaining post mount came apart on the cot. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Pin bracket.